Event description:
Presented to surgery for cysto removal lt. Jj stent ureteroscopic candela laser lithotripsy w/video. Once the calculus was identified, a candela laser fiber was passed through the scope & an attempt made to fragment the stone. The laser failed to work & the surgeon was unable to fragment it. The stone ended up in the renal pelvis. Another jj ureteral catheter was advanced. Service engineer unable to repair laser. Service engineer from equipment dealer contacted.